Event description:
The customer reported: we had no aspiration. At the beginning of the case the doctor went to use on patient he tested first and there was no infusion. The cassette was changed out and worked fine. There was about a 5 minute delay with no patient harm. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).